Event description:
Reportedly, it was impossible to do a complete interrogation of the def with the smarttouch tablet. A complete interrogation passed with an orchestra plus without difficulties.

Manufacturer narrative:
The review of provided data confirmed the reported issue: telemetry error occurred on (B)(6) 2024. The most probable hypothesis is that this communication error occurred because of noisy environment. Other medical machines such as 3d ablation machines may have created interferences and may have perturbed the inductive communication between the subject telemetry head and the implantable device. No general malfunction is suspected on the subject programmer nor on the subject inductive telemetry head. This case is retained and utilized for trend purposes.

Event description:
Reportedly, it was impossible to do a complete interrogation of the def with the smarttouch tablet. A complete interrogation passed with an orchestra plus without difficulties.